Event description:
It was reported that a user applied a new libre 3+ continuous glucose monitor (cgm), saw the warmup period, but never received glucose readings, and the ilet signaled that automated dosing had stopped for approximately three hours with repeated ¿sensor unavailable¿ alerts. The user also mistakenly entered ¿157¿ as a manual blood glucose value believing it was a weight entry, after which they were advised to replace the sensor and were transferred to the cgm partner for further assistance. No reported adverse clinical effects. Outcomes included temporary interruption of automated insulin dosing with instructions to replace the cgm sensor and seek partner support for sensor pairing. Investigation included complaint intake review and user education on correct data entry and sensor replacement. Investigation of this case revealed a likely cgm data availability issue preventing glucose values from reaching the ilet and a user error related to manual bg entry, resulting in suspension of automated dosing consistent with system design safeguards. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error combined with external device data unavailability.